Event description:
Baxter received a report that a spike was broken. This set has been changed. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: baxter received one used set (no titanium adapter returned) into the lab. Set was visually inspected and noted the body of the spike was broken completely away from the base of the spike. No other visual defects were noted. The complaint was confirmed in the lab for broken spike.